Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. No unexpected, low battery, weak battery, bad battery alarms or off no power anomaly noted. All of the buttons are responding properly. No damage or moisture damage on the keypad assembly. No unlocked lcd keypad connector. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump keeps shutting off and when the customer is able to turn it on, the act button is not responding to set up the time/date. The customer stated he did receive a low battery alert prior to the off no power alarm. The alarm history showed bad battery, no power, weak battery and low battery. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.